Event description:
The paper part of the packaging where you open the needle or needle and syringe tears off before the package is fully opened and renders the product unsterile to dispense on a sterile field. Also, there products come in groups of 5 with perforations which sometimes tear right into the package and cause them to open and become unsterile. They have even had an instance where they were separating one needle/syringe from a group of 5 and the needle and syringe came out of the package and the shield on the needle popped off creating an exposed needle. No one was stuck in this instance